Event description:
Healthcare professional reported left side "intracapsular rupture with aspect dissociated from the internal wall of the prosthesis, with aspect of double wall, heterogeneous aspect hyperechogene intra-prosthetics, linguine sign" vis us. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "intracapsular rupture with aspect dissociated from the internal wall of the prosthesis, with aspect of double wall, heterogeneous aspect hyperechogene intra-prosthetics, linguine sign" vis us. Device remains implanted.